Manufacturer narrative:
Foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a battery sticking out of the patient's stomach. The patient was advised to discuss this with the doctor/pain clinic. The issue was not resolved as of (B)(6) 2020. No surgical intervention occurred or was planned. The patient was alive with no injury. The issue occurred during normal use.